Event description:
Clinical assessment: a 51 year-old male patient with a medical history of hypertension, hyperlipidemia, diabetes mellitus, and one day of acute shortness of breath, lethargy, and chest pain presented with an anterior st-segment elevation myocardial infarction in the setting of cardiogenic shock. Cardiac catheterization revealed multivessel coronary artery disease, and a percutaneous coronary intervention was performed on the left anterior descending coronary artery. An impella cp was successfully implanted, and the patient was transferred to the cardiovascular intensive care unit. Upon arrival to the intensive care unit, a hematoma was noted at the access site that was managed with femoral compression device, and the patient was tachycardic. On the following day, the access site hematoma had resolved. A staged percutaneous coronary intervention of the chronic total occlusion of the right coronary artery was tentatively planned. On the fifth day of hospitalization, the clinical team elected to escalate support to an impella 5.5 device due to increased hemodynamic support requirements. The impella cp device was successfully explanted without complications. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy. Additional information was received. A femo-stop was placed for pressure. The device stayed in at that time so it was unavailable for return. It is unknown if there was any other intervention done. Five days after the hematoma was noted the doctor and catheterization lab staff noticed that the peel away sheath was leaking significantly at the hemostatic valve. Unfortunately, the staff did not save the sheath. The reported issued was on the 14 french x 13 peel away sheath at the hemostatic valve.

Manufacturer narrative:
This is one of three related reports. This report represents the introducer and other reports were submitted to represent the impella cp and the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.